Event description:
This event is being reported based on the evaluation of the returned device. During evaluation, a transmitter failure error was observed. There was no known adverse impact to customer's blood glucose level.